Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. At this time, no definitive root cause can be reported. Info was provided that the pt's anatomy was very tortuous. This may have been a contributing factor, but without further info or films to review, this is unk at this time. We will continue to monitor for similar incidents.

Event description:
A male pt underwent aaa repair in 2009. The pt received a zenith main body and two zenith zt iliac legs. The procedure was completed without reported incident. The following month, the pt underwent a secondary procedure due to a distal type I endoleak. The pt's anatomy was very tortuous, and it was necessary to place an add'l zenith zt iliac leg. The current status of the pt is unk.